Event description:
It was reported that during routine follow up this right atrial (ra) lead was repositioned due to dislodgement. The lead was tested after repositioning, its measurements were within their respective ranges. No further adverse effects were reported.